Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's pacemaker auto capture function was failing. Upon device interrogation, functional under-sensing and fusion with conducted atrial fibrillation was noted. Some episodes showed that atrial pacing was not capturing. The patient condition was stable. No additional information was reported.